Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1588rt, acl tightrope® rt, the patient suffers from poor wound healing which leads to bacterial infection. This was detected after an arthroscopic plate fixation surgery for treatment which happened on (B)(6) 2025. The bacterial infection occurred on (B)(6) 2025. The patient was readmitted for treatment. Examination revealed superficial staphylococcus aureus 4+. The original surgery completed, but additional debridement surgery performed to treat the infection. Additional information: treatment included subcutaneous injection of enoxaparin 3800 iu once daily for anticoagulation, wound dressing changes, intravenous infusion of vancomycin 1000 mg every 12 hours for anti-infection, and debridement surgery. By december 16, the wound had healed well. Re-examination showed that inflammatory blood markers had returned to normal, and the patient was discharged. After discharge, the patient needs to continue oral antibiotics for 3 weeks, with linezolid prescribed for ongoing anti-infection treatment.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information available, including the event description, clinical course, and additional field input, the most likely cause of the reported event is a patient-specific, post-surgical wound-related infection. Review of dfu-0147-eo, revision 4, identifies that patient sensitivity and post-operative complications are recognized risks associated with surgical implantation, including: contraindications (section c): foreign body sensitivity and foreign body reactions, including allergic-type reactions. Adverse effects (section d): reported allergic-like reactions to pla materials (plla, pldla), which have occasionally required implant removal. Rare reports of silicone sensitivity. Warnings (section e): postoperative fixation should be considered temporary and requires protection until healing is complete. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. Patient sensitivity to device materials must be considered prior to implantation. These dfu statements acknowledge that post-surgical infection, wound-healing complications, and patient-specific biological responses are known risks of implantation and may occur.